Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Pump system check with tandem technical support found no device issues. Customer changed all of the pump supplies. Blood glucose was 156-200 mg/dl.